Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 323 mg/dl. It was reported that they had high blood glucose and was treated with manual injection. The customer stated that the insulin pump was working fine until three hours and it died and then they inserted new batteries it still didn¿t worked. The troubleshooting was performed and was advised to allow at least one minute for the battery contacts to dry and was also advised to insert a new battery and the display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.